Event description:
It was reported that the ventilator failed the pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation into this complaint consisting of an evaluation of the ventilators logs and investigation of the returned air gas module has been completed. The logs confirm the reported failure of the pressure transducer and flow transducer tests during pre-use check. The tests of the air gas module in a reference ventilator failed the pressure transducer and the flow transducer tests during pre-use check. During ventilation, the ventilator gave high oxygen concentration alarms. The air module was delivering slightly less air gas volume than was set, leading to a higher oxygen concentration than set. Therefore, the high oxygen alarms were activated when the set oxygen alarm limits were exceeded. Electrical measurements showed that the offset of the pressure transducer that is located in the gas module had drifted to a value beyond accepted limits. The drift of the pressure transducer was the cause of the reported failure. The reason why the pressure transducer offset value had drifted has not been determined.

Event description:
Manufacturer reference#:(B)(4).